Event description:
It was reported that the patient¿s last pump replacement had caused a lot of pain. The patient stated they had to set up a surgery for 2013 (B)(6) because they were going to try and move the pump to a different spot to help with the pain. The area of the pump was very tender. The patient stated the pump seemed to rub on the base of the ¿l rib area¿. The pain was so bad that it ¿doubles her over¿. The patient also stated that the pump was doing what it was supposed to as far as helping with the pain except for causing the current pain. The patient began to experience pain intermittently at first and was now constant. The patient also reported that at every refill, which was every 3 months, they would take out ¿9ml almost 10ml of the medication¿. The patient stated they had trouble accessing the port since the beginning where they had to do fluoro to find the port. They could not locate the port in the office. The device system delivered fentanyl, dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient continued to have concerns regarding the device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment scheduled for 2013-(B)(6).

Manufacturer narrative:
Product ID 8703w, lot# l38472, implanted: 1996 (B)(6); product type catheter. (B)(4).